Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part number: 04.615.136, lot number: 7368862, date of manufacture: april 25, 2013, place of manufacture: brandywine plant. Part expiration date: n/a (nonsterile). The device history record(s) showed that there were no nonconformances or issues during the manufacture of the product that would contribute to this complaint condition. The device history record(s) showed that there were no nonconformances or issues during the manufacture of the product that would contribute to this complaint condition. Visual inspection: the polyaxial screw is broken off at the crossover from the shaft to the head. The threaded shaft was not returned for evaluation. The fracture face is homogenous, which indicates material conformity, and has the typical view of a forced rupture. The head is in a used condition, concordant with a device which was implanted for five years. There are with residues in the area of the stardrive recess, the head is discolored and the thread for the locking screw is silghtly damaged from insertion and extraction of the locking screw. Dimensional inspection: the breakage occurred at the crossover from the shaft to the head and the shaft was not returned for evaluation. Therefore the relevant dimensions cannot be verified anymore. Drawing/specification review: the review of the manufacturing documents did show no discrepancies form the specification, the screw was made out of wrought titanium 6-aluminium 7-niobium alloy per iso norm 5832-11 for implants for surgery. The synapse system surgical technique was reviewed and related to implant removal and screwdriver following section can be mentioned: all synapse system implants can be removed with a t15 stardrive screwdriver. The transverse connectors also require that the crimper be used for removal. Additionally, removal of head to head transverse connectors requires that the screwdriver, hexagonal b 7.5 mm be used. Note: synapse polyaxial screws may also be removed with the cross pinned hexagonal screwdriver shaft. Based on this review it can be stated that the t15 screwdriver 03.614.019 and the cross pinned hexagonal screwdriver shaft 03.614.039 can be used to remove the polyaxial screw. It is unlikely that the used screwdriver did contribute to the breakage of the screw, in general would the use of an inappropiate screwdriver rather lead to a stripped recess than to a breakage. Investigation conclusion: the complaint is confirmed as the screw is broken off at the crossover from the shaft to the head. During the performed evaluation no manufacturing related issue could be detected. The provided information states that the device was implanted for 5 years and bone mass had to be removed before the screws were attempted to be removed. Based on that we can only assume that a mechanical overload due to a very good fixation did lead to the breakage of the screw during removal. Fatigue may also have played a certain role after 5 years implantation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown mono/polyaxial screws: synapse/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Part of the screw remained in the patient¿s bone; device not considered explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the patient underwent a procedure on (B)(6) 2020, to extend the fusion from l4 to t3 and to remove the synapse and use k2ms pedicle screws as the patient had grown a thoracic lumbar system. To remove the synapse pedicle screws surgeon used cross pinned hex screwdriver shafts. While removing the screws, the head of the one of the screw broke off, so the surgeon used another cross pinned hex screwdriver shaft, but then the shaft of the screw sheared in the pedicle and the shaft of the another screw sheared just under the head of the screw. Cross pinned hex screwdriver shafts didn¿t fit the head of the screws perfectly. When being used to remove the screws they can strip as the head of the screws are star drives and not hexagonal. Surgeon had to change the surgical plan as the broken shafts were difficult to remove from the pedicles. Hooks had to be used at the bottom of the construct which added at least thirty (30) minutes to the operation. The correction achieved, but chances of long term results possibly reduced due to hooks. The broken screw shafts could not be removed and remained in the patient's pedicles. The synapse was used off label and bone mass had to be removed before the screws were attempted to be removed initially before they broke due to the fact they had been in the patient for approx 5 years. Patient's outcome is reported as successfully recovering. Concomitant device reported: cross pinned hex screwdriver shaft (part # 03.614.039, lot # unknown, quantity 2), unk - mono/polyaxial screws: synapse (part # unknown, lot # unknown, quantity 1). This report is for one (1) unknown mono/polyaxial synapse screw. This is report 3 of 4 for complaint (B)(4).